Event description:
The rep reported the device was used during a low anterior resection. It was reported the anastomosis leaked after using the cdh29. The air test was good: the donuts were perfect. The surgeon tested with betadine irrigation and found a leak in the staple line. There was no tension on the anastomosis. The surgeon resected again and used another cdh29 with the same results. The surgeon then noticed that some staples were parallel to and not incorporated into the staple line but yet formed in a "b". Surgeon did an illeostomy with anticiapted re-anastomosis in three months.